Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 11/28/2022, it was reported by a sales representative via email that an ar-3636 1.8 knotless fibertak anchor would not fit through the sleeve. Surgeon was able to push it down using force, but it did not make it all the way down. When the anchor inserter was removed, surgeon noticed that one of the sutures from the anchor was broken. A new one was used to complete the case. This was discovered during a procedure on (B)(6) 2022. Additional information received on 11/29/2022: this was discovered during a labral repair procedure of the left shoulder. After the sutures broke, surgeon removed that anchor and used another ar-3636 knotless fibertak anchor in the same drilled bone socket.